Event description:
It was reported that the patient with this electrode had a valve surgery and a non-boston scientific leadless pacemaker was implanted. During subcutaneous implantable cardioverter defibrillator (s-ICD) evaluation, noise was noted in all sensing vectors. The patient was noted to have a life vest on and it was believed to be the source of the noise. After removing the life vest, the noise persisted. This electrode along with the subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and successfully replaced. No additional adverse patient effects were reported.